Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient called to inquire as to whether the implants she received have been part of any recall. Patient is experiencing clicking and popping and squeaking. Has difficulty walking up and down stairs and walking any kind of distance. Pain is severe. At first surgeon told her there was some sort of damage to the back of the cup, but chose not to remove it. Told her the tendon needed to be lengthened in order to not be caught in the prosthetic. Patient says she is feeling like the implant is getting 'caught'."